Manufacturer narrative:
Device eval: the actual device was returned for service/routine maintenance without an alleged malfunction. During pre-repair assessment it was observed that the temperature exceeds acceptable limits. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If add'l info should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
During engineering eval, it was observed that the attachment device failed the temperature acceptance test, exceeded acceptable temperature limits. This event was not related to surgery. There was no pt involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available info has been disclosed. If add'l info should become available, a supplemental medwatch report will be submitted accordingly.